Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unexpected battery power loss alarm and replace battery alarm found in pump history due to connector resistance on connector board. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on connector board. After disconnecting and reconnecting the internal battery connector at on connector board. The insulin pump was monitored and functioned properly. The insulin pump was received with cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received multiple replace battery now alarms without a low battery alert prior. Their blood glucose was 166 mg/dl at the time of the incident. The customer had already called a week prior for the same issue. They had changed the battery twice and then received the alarm about five hours later during troubleshooting for replace battery now alarm, the caller was advised to review the customer¿s alarm history and it was confirmed that they did not receive a low battery alert prior to the replace battery now alarm. This is the second occurrence of the replace battery now alarm without a low battery alert prior in less than 10 hours. The caller was advised that insulin pump would need to be replaced for the unresolved replace battery now alarm. The insulin pump will be returned for analysis.